Manufacturer narrative:
Age at time of the event the patient was 18 or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mm x 2.25mm wolverine cutting balloon monorail was used to dilate the target lesion and during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported in relation to this event.